Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/9/2021 h.6. Investigation: customer returned (1) loose bd safetyglide insulin syringe without any packaging and images of a safetyglide syringe. No forms of identification were provided. Additionally, no scale markings were present on the surface of the syringe. Due to the batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. DHR, l2l dispatches, and logbook entries could not be looked at as no lot number was given. H3 other text : see h.10.

Event description:
It was reported bd safety syringe has scale marking issues. The following information was provided by the initial reporter: "scale missing".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd safety syringe has scale marking issues. The following information was provided by the initial reporter: "scale missing".